Event description:
The customer reported that when preparing the subject device for use, prior to a procedure, the device displayed an error code e116 (otv error). There was no patient/user harm or injury reported due to this issue. The intended procedure was completed using a similar device.

Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for evaluation, but has yet to be received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d9, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, an error code e116 due to dust being found inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The specific root cause of the dust being found inside the device could not be determined at this time. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿code: e116. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.